Manufacturer narrative:
Reliability engineering evaluated the product, and could not confirm the condition for this device. If any additional info is received, a follow-up will be sent.

Event description:
Report 2 of 2. Reporter from (B)(6), reported foreign debris inside the pouch of the sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of the event is unk. If any additional information should become available, this notification will be updated accordingly.